Manufacturer narrative:
(B)(4). Year of birth (B)(6). Concomitant products: vanguard 57,5 right cr anatomic titan-niob (femoral component); vanguard 63 titan niob (tibial component); optipac rbc40. Report source: foreign country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient is experiencing pain and swelling approximately 9 years post implantation. No medical intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.